Manufacturer narrative:
Upon follow up it was reported the patient was recovering from the peritonitis event. Nine days after event onset, the patient passed away. The cause of death was unknown. It was not reported if an autopsy was performed. It was reported pd therapy was ongoing prior to death; however, it was not reported if the patient was performing pd therapy at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event was unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, route, frequency and duration were not reported) and amikacin injection (125mg, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.